Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6a, h6.

Event description:
Healthcare professional later reported "grade iii capsular contracture" diagnosed via ultrasound.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side "burning breast pain", "prominent radial fold", "per-prosthetic fluid", and "capsular contracture." The device remains implanted.